Manufacturer narrative:
One used list# d1000, tego¿ was returned for evaluation. As received tearing observed on the top seal, no other anomalies were observed. No mating device was returned for evaluation. The returned sample fluid path was observed to be collapsed. Complaint of a silicone damage and no flow with the tego is confirmed. The probable cause of the top silicone seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective actions are in progress. D9. Device returned to manufacturer on: 3/20/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a connector tego¿ was found to be occluded during patient use. During the process of connecting the patient to hemodialysis, when connecting the arterial line, no blood was obtained from the catheter. When removing the catheter, the silicone of the bioconnector was observed to be wrinkled. When installing the syringe, it was not possible to extract blood. The patient was checked again, and the internal part of the silicone was observed to be damaged and did not allow the circulation of fluids. In addition, as per the report, it was necessary to change the connectors. The contaminated sample is available for evaluation. There was no patient harm reported.